Event description:
It was reported via repair work order that the stability of the cot was affected due to the wheel caster detaching from the outer base tube weldment due to a break in the weldment. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.